Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural set up, the aquabeam robotic system generated an "e22 - motorpack error." Despite troubleshooting attempts, the issue could not be resolved and a new aquabeam handpiece was used to successfully complete the procedure. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. A review of the treatment log files confirmed the reported e22 error and an additional e23 error. Functional testing was able to replicate the reported e22 error, which could not be cleared. The handpiece was deconstructed and observed under magnification. Fluid ingress was observed throughout the sensor board, shorting out the sensors and ribbon cable connector. The root cause was determined to be fluid ingress and the root cause source of the fluid remains undeterminable. A review of the device history record (DHR) for aquabeam robotic system / serial number (B)(6) and aquabeam handpiece / lot number 24c00973 were conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, sj-um0104 rev. B, states the following: table 5: system detected errors and faults. E22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E23 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.